Event description:
The customer reported that an 840 ventilator was inoperable. Malfunction did not occur during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced breath delivery unit (bdu) printed circuit board (pcb). Onsite biomedical engineer to complete testing and return to use.

Manufacturer narrative:
(B)(4).